Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported fluid leaking from his liberty cycler during treatment. The patient reported an alarm, air detected in cassette. The patient stated he found fluid inside the cycler and the cassette membrane looks rip. Patient was advised to contact the clinic and to stop using the cycler. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient was treated with antibiotics and was cultured. The patient is asymptomatic and has resumed treatment on the replacement cycler with no complications. Additional information was solicited.

Manufacturer narrative:
A temporal relationship exists between a fluid leak during ccpd therapy with the liberty cycler/liberty cycler cassette and the patient¿s antibiotic treatment (unknown antibiotics). However, at the time of this clinical investigation there have been no reported instance of peritonitis as a result of the fluid leak during ccpd treatment. There is a strong possibility the pt. Was treated prophylactically due to the potential breach in sterility of the pd solution when the fluid leak occurred; however, this cannot be confirmed with the information available. The alleged event is not confirmed. The reported symptom (fluid leaking) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A device history review found mushroom head: (B)(6) 2017.

Event description:
Additional information was solicited and received. On (B)(6) 2018, this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) (unknown vintage) made a service call reporting he observed fluid leaking from under the cassette door of the liberty cycler (during set up) and subsequently encountered a ¿m31-air detected in cassette¿ alarm during ccpd treatment with the liberty cycler/liberty cycler set (unknown when during the pt¿s treatment the alarm occurred). The pt. Cancelled the ccpd treatment and observed fluid inside the liberty cycler and noted the cassette membrane had a tear. The cycler was processed for replacement during the service call. The pt¿s pd nurse reported (during a follow-up call on 27/feb/2018), the pt. Did not miss any pd treatments due to the event. Subsequently, on (B)(6) 2018, the pt¿s pd effluent was cultured revealing moderate white blood cell (wbc) count; result 17 (within normal range). Per the pt¿s pd nurse, the pt. Was asymptomatic and the pt¿s pd effluent was clear. Additionally, the pt. Was prescribed unknown antibiotics (drug, dose, route, frequency and duration). It is unclear if the pt. May have been prescribed the antibiotics prophylactically (after the fluid leak) or as a result of wbc count in the pt¿s pd effluent. At the time of this clinical investigation, there have been no reported peritonitis infection as a result of the fluid leak during ccpd treatment. On an unknown date, the pt. Received the replacement cycler and continues ccpd therapy without further reported issue.

Event description:
Additional information was received. The patient¿s effluent was cultured revealing moderate white blood cell (wbc) count; result 17 (within normal range). Per the patient¿s nurse, the patient was asymptomatic and the patient¿s effluent was clear. Additionally, the patient was prescribed one dose of vancomycin 2000 milligram (mg) and one dose of ceftazidime 1500mg (likely prophylactically). Per the home therapies program manager (recorded in a follow up clinic response) the pt. Did not have peritonitis (as a result of the fluid leak event). On an unknown date, the patient received the replacement cycler and continues ccpd therapy without further reported issue.

Manufacturer narrative:
A temporal relationship exists between a fluid leak during ccpd therapy with the liberty cycler/liberty cycler cassette and the patient¿s prophylactic antibiotic treatment. However, at the time of this clinical investigation there have been no reported instance of peritonitis because of the fluid leak during ccpd treatment.